Event description:
Report received on website states that dr recently performed a revision of left hip with exchange of polyethylene liner. Pt originally had a left total hi replacement in 1995 using a s-rom component and depuy acetabular component. Dr states he believes hylamer had worn rapidly.